Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial beats on the ventricular channel that was inappropriately marked by the device as ventricular fibrillation (vf)/ventricular tachycardia (vt) and resulted in pacing inhibition greater than two seconds. Boston scientific technical services (ts) was consulted and further testing of this lead was recommended. Reprogramming options were discussed. Additional information from the field representative was received that isometrics and pocket manipulation were performed and the issue was not reproduced. A chest x ray was performed and no changes were observed. A lead revision is scheduled in the near future. Further information was received that a rv lead dislodgement was confirmed. Reprogramming was performed on this lead in the meantime a revision procedure is performed. Additional information was received that a revision procedure was performed and this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial beats on the ventricular channel that were inappropriately marked by the device as ventricular fibrillation (vf)/ventricular tachycardia (vt) and resulted in pacing inhibition greater than two seconds. Boston scientific technical services (ts) was consulted and further testing of this lead was recommended. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial beats on the ventricular channel that was inappropriately marked by the device as ventricular fibrillation (vf)/ventricular tachycardia (vt) and resulted in pacing inhibition greater than two seconds. Boston scientific technical services (ts) was consulted and further testing of this lead was recommended. Reprogramming options were discussed. Additional information from the field representative was received that isometrics and pocket manipulation were performed and the issue was not reproduced. A chest x ray was performed and no changes were observed. A lead revision is scheduled in the near future..no additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial beats on the ventricular channel that was inappropriately marked by the device as ventricular fibrillation (vf)/ventricular tachycardia (vt) and resulted in pacing inhibition greater than two seconds. Boston scientific technical services (ts) was consulted and further testing of this lead was recommended. Reprogramming options were discussed. Additional information from the field representative was received that isometrics and pocket manipulation were performed and the issue was not reproduced. A chest x ray was performed and no changes were observed. A lead revision is scheduled in the near future. Further information was received that a rv lead dislodgement was confirmed. Reprogramming was performed on this lead in the meantime a revision procedure is performed. No additional adverse patient effects were reported. At this time, this lead remains in service.